Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 30.0 mmol and 6.0 mmol. Tests were done within 20 minutes with a difference of 118%. Pt did not experience any adverse events. No further info has been reported.